Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached battery capacity depleted (bcd) status less than one year post-implant. Additionally, tachycardia therapy was reported to have been disabled approximately four months after implant. It was noted that the patient heart rate was below 60 beats per minute (bpm). Technical services (ts) was consulted regarding the functionality of this device and confirmed that the device battery was depleted. Ts provided information regarding the remaining functionality of the device under the current battery status and recommended prompt device replacement. No adverse patient effects were reported. This crt-d remains in service at this time. Information was received indicating that the implant date of this device was approximately ten years prior to the initially thought implant date. Therefore, the bcd status and the disablement of tachycardia therapy occurred approximately ten years after implant. The device was subsequently explanted and successfully replaced with a pacemaker due to other non-cardiac health related conditions.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.